Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the key was not returned. A technical support specialist (tss) confirmed that no return button was available in the system to attempt returning the key; a cycle count will need to be performed to update the key count. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a key management issue occurred where a refrigerator key was not returned. The customer reported being unable to access ativan from the refrigerator due to the missing key, and no return option was available within the system to resolve the issue. A supervisor was required to perform a cycle count to reconcile the key inventory, and additional assistance may be needed to complete the process. This issue prevented access to the medication and impacted normal operation. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.